Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was hospitalized one day after the onset of the peritonitis and was treated with vancomycin and fortaz (intraperitoneally, dose and frequency was not specified). During hospitalization, pd catheter was discontinued and the patient was switched to hemodialysis. It was reported that the patient was discharged two days after hospitalization and was recovering from the peritonitis event. No additional information is available.